Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that insulin pump had motor error and no delivery alarm. The customer¿s blood glucose level was unknown. The customer also stated that they did not received an e70 alarm. Customer also stated that the drive support cap appears to be normal. The customer also stated that insulin pump was not exposed to strong magnetic field or MRI. Customer was able to complete pump rewind. Customer declined troubleshooting for no deliver alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.